Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was confirmed via the log file and via the motor¿s functional analysis. The log file captured an s3: system fault alarm on (B)(6) 2025 while the system was operating around the set speed. The alarm correlated to a sub-fault which indicated a potential communication issue with the motor. The alarm was muted, and the alarm did not prevent the system from operating around the set speed and flow values as intended. The system was observed to have been manually shut down on (B)(6) 2025 to perform the reported equipment exchange. The returned centrimag motor (serial number: (B)(6) was functionally tested at the service depot and at the product performance engineering department. S3: system fault alarms were reproduced when the motor was connected to multiple test consoles. The alarm would intermittently clear and reactivate with manipulation of the motor¿s cable near its connector, and the alarm did not prevent the motor from operating at various set speeds as intended. The motor¿s cable was measured for continuity, and one of the motor¿s lines was measured to be open. The motor¿s connector was opened, and its white signal wire, which communicates information between the motor and console, was observed to have been detached from its solder joint, which would cause an s3 alarm to occur. The root cause of the reported event was determined to have been an improper solder joint within the motor¿s lemo connector. This issue was previously identified and has been addressed via a manufacturing analysis task, and a supplier corrective action request (scar) was initiated to inform the supplier. Centrimag motor (B)(6) was manufactured prior to the scar being initiated. Review of the device history record for centrimag motor, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that during transport from a procedure the centrimag started to alarm yellow s3 system alert. The device was functioning as intended and the patient was supported, but the alarm did not clear once they got back in the intensive care unit (ICU) and plugged it in. Revolution per minutes (rpms) were at 4000 and flowing 3.7 lpm throughout the alarm sequence. The coordinator attempted to switch to a different power outlet to see if that would clear the alert. It did not. The team then did a console and motor change to the backup system. The change went very smooth, and the patient did not have any issues.